Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork.

Event description:
It was reported that the lead pacing impedance was found to be low. No intervention was taken at this time. Hence, the lead remains implanted.